Event description:
The end user fell while descending a set of stairs and was rehospitalized.

Manufacturer narrative:
The end user was using crutches due to multiple fractures of his right leg. He reported that while descending stairs to go outside on his way to a scheduled post op visit with his physician, he fell. He stated that the lower portion of one crutch bent, causing him to fall. He continued to his appointment and was told that his leg was infected and that the leg stabilizer was bent. He was subsequently admitted to the hospital. The stabilizer was replaced in surgery and the infected area was cleaned. A PICC line was placed and he was discharged home on IV antibiotics. The end user sent photos of the crutches showing one to be bent almost completely in half. The crutches were returned for evaluation. There were several scratches on both crutches. One crutch was returned in two pieces. He stated it broke when he tried to unbend it. The break occurred approximately 9 inches below the hand grip. One edge of the crutch tip exhibited significantly more wear than the other edges of the tip suggesting that the crutch may have been used at an extreme angle over an extended period of time. No manufacturing defect was identified during the sample evaluation. A root cause was not determined. It is not known if the bend may have been caused by the end user applying a sudden and forceful load to the crutch while descending the stairs.